Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing and although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, ¿replace instrument¿ was displayed at the end of the procedure. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.